Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the recall information that was inadvertently left out in the previous report. Updated fields: h7 and h9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - lot #, h3, and h4 - device mfg date. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Further examination revealed that the probe had broken well below the jaw, eliminating any possibility of the metal portion of the jaw making contact with the probe. Additionally, it was observed that one side of the jaw had detached from the device due to a missing pin. The most probable cause of the complaint is cause traced to component failure - expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic unspecified gynecologic procedure, the probe broke off and was retrieved from the patient through an unspecified medical intervention. The procedure was completed using a backup device, and there were no reports of further patient harm.